Event description:
It was reported that the biomed had an arctic sun device that didn't pass the fdl (fluid delivery line) test during pm (preventive maintenance), three set of valves were out of specs, since the device was getting close to the 2000 hour pm being due. They explained that the circulation pump was most likely causing the inlet pressure to be out of range and recommended they send it in for the 2000 hour pm.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. It was recommended they send it in for the 2000-hour pm. It was reported that the circulation pump was causing the inlet pressure to be out of range, per biomed. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had an arctic sun device that didn't pass the fdl (fluid delivery line) test during pm (preventive maintenance), three set of valves were out of specs, since the device was getting close to the 2000 hour pm being due. They explained that the circulation pump was most likely causing the inlet pressure to be out of range and recommended they send it in for the 2000 hour pm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.